Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, an empty opened folder and a detached needle of product were returned for analysis. The suture was not returned for evaluation. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined under magnification for suture remnant and remnant was found into to hole and marks the edge needle that appears to be by use of a surgical instrument could be observed. This condition caused the pull off needle. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause of the performance - pull off suture needle was an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used. The suture was detached from the needle during continuous suturing. It was not a control release needle. There were no adverse consequences to the patient. No additional information was provided.